Event description:
It was reported that during a photo vaporization of prostate procedure, the experienced urologist noticed that the fiber began to forward fire instead of side firing after 90,000 joules of use. It was further reported that the were no stone present in the patients prostate and there was no courtesy message displayed on the console screen. The urologist removed the fiber and decided to finish the procedure with transurethral resection of the prostate (turp) method. The case was successfully completed without patient consequences.